Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (B)(6) was evaluated following the reported event of driveline power fault alarms. Submitted log files revealed that the pump maintained a speed within the expected range throughout the log file. Active driveline power fault alarms were captured throughout the reported event date. There were no other notable alarms or events in the log file. The alarms did not affect the system controller's ability to support the pump. The system controller appeared to function as intended. The returned system controller (B)(6) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Provided information revealed that the system controller and modular cable were exchanged resolving the alarm. Log files were submitted post controller exchange and the alarm did not return. The root cause of the reported driveline power fault alarms was not correlated to an issue with the system controller. Incidental finding: fluid ingress was observed throughout both power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline power faults. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into the emergency department (ed) for a driveline fault alarm. Log files recorded a driveline power fault at 7:07:12 on (B)(6) 2025. Motor function was not affected by this event. The site performed a modular cable and system controller exchange. Follow-up log files captured the exchange, and showed that the driveline power fault had not returned. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.